Event description:
As reported by the sapphire registry one day after the procedure, the patient had an ischemic stroke. Baseline nih and rankin scores were both 0. The patient was symptomatic at the time of the procedure. Pta was performed on a 70% occluded lesion in the proximal left internal carotid artery of unknown length and vessel diameter with severe vessel tortuosity. The arch I lesion was concentric. There was an inability to track the angioguard to the lesion so an ev3 embolic protection device was used instead followed by deployment of 7x30 mm precise pro rx stent at the target site. The residual diameter stenosed measured 0%. On the morning after the procedure the patient had right hemiparesis. The patient was placed on a heparin drip and was sent to rehab. The patient was also recommended to restart coumadin and will stay on her therapeutic dose. The patient was discharged 3 days later. Residuals included weakness in the right arm, leg and ataxia in the leg. Nih and rankin scores were both 3, respectively.

Manufacturer narrative:
As reported by the (B)(4) registry the day after the procedure the patient had an ischemic stroke. Adjudication minutes received classified the event as a major cva, ipsilateral embolic/ischemic. The patient initially had residuals at discharge and was recommended for rehabilitation but by the 30 day follow-up the patient's nih and rankin scores were back to baseline, 0. During the initial procedure, the angioguard did not track towards the lesion and another device was used instead. The patient is a (B)(6) female patient with medical history including first-degree relative with premature cad, diabetes mellitus and hypertension. Cas was performed on a 70% occluded lesion in the proximal left internal carotid artery of unknown length and vessel diameter with severe vessel tortuousity. The arch I lesion was concentric. An ev3 embolic protection device was used followed by deployment of 7x30mm precise pro rx stent at the target site. The residual diameter stenosis measured 0%. On the morning after the procedure the patient had right hemiparesis and was placed on a heparin drip and was sent to rehab and was discharged 3 days later. Residuals included weakness in the right arm, leg and ataxia in the leg. Nih and rankin scores were both 3, respectively. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cva is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported by the (B)(6) registry the day after the procedure the patient had an ischemic stroke. Pta was performed on a 70% occluded lesion in the proximal left internal carotid artery of unknown length and vessel diameter with severe vessel tortuousity. The arch I lesion was concentric. An ev3 embolic protection device was used followed by deployment of 7x30mm precise pro rx stent at the target site. The residual diameter stenosis measured 0%. On the morning after the procedure the patient had right hemiparesis and was placed on a heparin drip and was sent to rehab and was discharged 3 days later. Residuals included weakness in the right arm, leg and ataxia in the leg. Nih and rankin scores were both 3, respectively. The patients medical history includes first-degree relative with premature cad, diabetes mellitus and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15553722 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Heparin was administered during the procedure. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the previously reported event was classified as a cva. (B)(4). The adjudication minutes indicate that one day after the procedure, the patient developed sudden onset of right hemiparesis, as reported in the neurological event form. The nih stroke scale scores at the time of event and in 24 hours post-event are unavailable. The source documents reported that post-procedure on the patient developed right upper extremity weakness and some slight facial droop. Per progress notes, strength in upper extremity was 3/5 and 3-4. A CT and cta of the brain and neck on revealed no definite acute intracranial lesion, narrowing of proximal and mid basilar artery greater than 80%, narrowing of the distal left vertebral artery between 55% and 70%, and a patent stent in the left ica. A brain MRI on (B)(6) 2012, compared to an MRI on (B)(6) 2012, revealed innumerable small foci of acute infarctions involving the bilateral cerebral hemispheres and cerebellar hemispheres. The pattern suggests an embolic etiology from below the aortic arch, according to the radiology report impression. There was no evidence of acute intracranial hemorrhage, mass effect or midline shift. She was evaluated by pt and ot for further rehabilitation recommendations. Progress note on the following day reported that the patient was improving, further specifying: distal right upper extremity strength and lower extremity strength improving. Neurosurgery evaluation prior to discharge noted following findings on exam: mild facial droop, 3/5 strength in the right upper extremity with fair hand grip, and 3+ to 4 strength in the right lower extremity. 2 days later, the nih stroke scale score was 3 and the rankin stroke scale score was 3. The site reported ischemic stroke. The patient was discharged on (B)(6) 2012 on asa and clopidogrel to an acute rehabilitation facility. On (B)(6) 2012 at 30 day follow-up visit, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Additional information is pending and will be submitted within 30 days upon receipt.